Event description:
It was reported that this brady lead was not implanted successfully as the lead was repositioned after lead measurements were not desirable due to helix was found to have kinked and would not be retracted or extended. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.